Event description:
On (B)(6) 2012, the reporter, the patient's mother, contacted animas to report the pump would not power on. The pump's battery was replaced, and after 15 minutes, the pump powered on. There was no damage or corrosion seen to the pump battery compartment or cap. The patient noted the battery cap had never been replaced. The manufacturer recommends the battery cap be replaced every six months. The patient did not suffer any injury due to the pump power issue.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history verified that there were 2 power on resets and a ''low battery'' and a ''replace battery'' warning that occurred with the pump on (B)(4) 2012. The pump cover was removed and there was no evidence of moisture or damage found to the battery flex. The battery cap was found to be stripped; the battery cap would not tightly secure to the pump and easily detached from the pump causing rebooting and power loss issues. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged and warns that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. A new test battery cap was found to tightly secure to the pump with no visible yellow o-ring. The pump was exercised for 24 hours with test battery cap and no power loss or rebooting issues were duplicated.